Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported a frequently reoccurring recoverable fault 32100 pointing to universal surgical manipulator 4 (usm). The tse checked logs and informed the customer that usm 4 was not usable. The tse suggested moving the affected arm out of the operation field and deactivating it in view of being able to proceed with the surgery and three arms of the system. The surgeon agreed. The customer was able to proceed with a three-arm configuration deactivating usm4. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the set up joint (suj). An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The set up joint (suj) was analyzed and found to have error 32100. The error 32100 was also confirmed in the error logs in error logs accompanied by error 23072. The complaint was confirmed based on the field evaluation/failure analysis.